Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon burst caused it to deflate while in use. Per additional information received from the customer via phone on (B)(6) 2020, 10cc of fluid was used to inflate the balloon and it burst within a week of use. No pieces were observed to be missing.